Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt's wife reported finding a fluid leak following the pt's treatment. When the cycler door was opened there was fluid inside. They were advised to contact the pt's pd nurse. The set was discarded. A companion sample was retained and is being made available for evaluation. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. No antibiotics were prescribed.